Event description:
Customer reported a free flow event with pitocin. The primary nurse had removed the set from the pump to administer a fluid bolus. A second nurse checking the pt found the pitocin free-flowing. The fetus heart rate dropped for a short period of time and terbutaline 25mg was given to the pt to relax contractions. There was no adverse pt sequelae for the mother or baby. Risk manager believes it was likely a nursing error that occurred by the nurse not using the roller clamp as a means of flow control. Although requested, no add'l info was available. Safety clamp tip sheet was sent to the customer who indicates its use will be reinforced at the facility.

Manufacturer narrative:
The customer reported the set was discarded and the set model and lot number were not identified; therefore, we are unable to review the lot history record and perform a product eval to determine the root cause.